Event description:
Capsule contracture

Manufacturer narrative:
Device not explanted. Capsule contracture reported.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Device not explanted. Capsule contracture reported. Updates made to the following sections: outcomes attributed to adverse event, date of this report, type of report, type of follow-up, manufacturing narrative/corrected data.

Event description:
Capsule contracture.